Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04515. Related manufacturer reference number: 2938836-2019-04517. It was reported a 7 cm clot/growth on the atrial lead which also bounded to the right ventricular and left ventricular leads was noted during analysis. Physician explanted all leads and replaced all but the atrial lead. Patient has chronic atrial fibrillation, so the atrial port of the device was plugged. The clot/growth that was retrieved was sent for cultures and pathology testing. The tests results were not provided, and it is unknown if there was any infection. Patient was stable throughout.